Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports that during a laparoscopic cholecystectomy the coagulation was increased to 80, and the cable sparked. Smoke was coming out and the cable melted. The tip is separated. No harm to patient. They used another cord. Date (B)(6) 2013, customer is seeking additional information that will be included in the follow up if received.